Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The sample associated with this incident was not returned to merit medical for analysis; therefore, a comprehensive investigation could not be performed. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
The customer reported that a staff member using the catheter for routine dialysis went to clamp the arterial lumen clamp (red) and it broke in two (2). Clamp used for peritoneal dialysis silicone catheters was placed on catheter to clamp it whilst awaiting delivery of replacement clamp. The catheter is still in the patient and is being used for dialysis. There is no reported patient injury.